Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found.

Event description:
It was reported that the threshold measurement were varying between generator and pacing system analyzer. Physician suspected generator problem. The issue of high threshold was resolved by explanting generator and right ventricular lead.